Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and ten days following the implant of this transcatheter bioprosthetic valve that was previously implanted inside of a non-medtronic surgical valve, critical aortic stenosis with a valve gradient by transesophageal echocardiogram (tee) of 100 millimeters of mercury (mmhg) were reported. It was believed that both the surgical valve and previous valve were undersized for the anatomy and patient prosthesis mismatch may have contributed to the event. The leaflets of the valve did not appear calcified under computed tomography angiography (cta). A pre-implant balloon of the valve was performed with a21 millimeter (mm) non-medtronic balloon and the new valve was placed slightly more aortic inside of the valves. A post-implant balloon was performed with a 20 mm non-medtronic balloon and the post valve gradient reduced down to 10 mmhg. No additional adverse patient effects were reported.